Manufacturer narrative:
H3: analysis of the wr (s/n: (B)(6) ) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID cd9000, serial# (B)(6), product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. I the reason for call was patient reported that the recharger was not charging. Patient stated that the battery bars are scrolling and the green light will not turn solid green. Patient confirmed that the cable that plugs into the docking station is secure. An email was sent to the repair department to replace the device.